Manufacturer narrative:
The product was not returned so no physical analysis could be performed. The device history record (DHR) manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed, as customer number was not available. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential causes and controls for complaints related to the clinical event has not been identified. Based on review of the information available, pain is known risk associated with the use of the device and is noted as such in the instruction for use (IFU). An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported via social media that a patient had a convective radiofrequency water vapor thermal therapy procedure. The patient stated that he had this done in 2017 and spent the next seven weeks with a catheter till he could finally go on his own, he also states that it was some of the worst pain ever. No further information was provided.

Event description:
It was reported via social media that a patient had a convective radiofrequency water vapor thermal therapy procedure. The patient stated that he had this done in 2017 and spent the next seven weeks with a catheter till he could finally go on his own, he also states that it was some of the worst pain ever. No further information was provided.